Event description:
This report of an alcl related death was reported by dr (B)(6) to FDA on 06/24/2019. Reported from (B)(6) in literature. Published by daphne dejong. Jama. 2008. Case 9. MFR unk. Cause of death: multiorgan failure, disseminated disease.